Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed that the unit¿s threaded ring handle was rotated too far inwardly toward the bed railing. This did not give the clamp¿s stainless steel jaw enough clearance to grasp onto the bed railing. The ring handle was rotated back out a couple of turns and this gave the stainless steel jaw enough clearance to mount onto the bed railing. This allowed the actuating knob and the ring handle to function normally and secure the clamp assembly onto the bed rail as designed. The complaint was verified and the root cause was the ring handle being inadvertently rotated inwardly preventing the stainless steel jaw from latching on to the bed railing.

Event description:
It was reported that the piece of the device that allows it to move does not lock in place. No patient injuries were reported. No delay was reported and no backup from smith and nephew was available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.